Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse above upper limit) was unable to be confirmed. Upon investigation the monitor failed to deliver a pulse during incoming functional testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse above the upper limit during incoming functional testing.